Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) ap detection module failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse cleaned the electrical contacts on the fiber optic control board connectors. The fse then performed functional tests with positive results. The unit was then returned to the customer and cleared for clinical use.